Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant intermittently high, high voltage lead impedance was noted. Poor contact between the device and the pocket was suspected. On completion of the implant high voltage lead impedance was normal. Patient condition was good after the event.